Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited elective replacement indicator (eri). It was also noted that the right ventricular (rv) lead exhibited high thresholds. The ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.